Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump. Additional text: unknown at this time. Specific component(s) involved: other component malfunction, specify additional text: other component: unknown at this time. Causative or contributing factor: no specific contributing cause identified other cause: intervention(s): other interventions, specify other intervention : remove pump no additional pump replacement. Implant device type: lvad.